Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer was priming the insulin pump and got compromised force sensor system two days ago and 5 days ago it happened twice. Once he gets it to work then its okay but has to go through cycle 3 to 5 times before it works. Troubleshooting was performed and the drive support cap was normal. The inulin pump is returning. The blood sugar is unknown.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.